Event description:
It was reported that during an unknown procedure, the clips were unformed and dropped off. Another device was used to complete the case. There were no adverse consequences to the pt.